Manufacturer narrative:
D10 concomitant products: mcgrath 3.6v battery 340-000-000 - 340-000-000, lot#: h2005300, h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the battery found no physical damage. The battery was installed in a test handle. The device was unable to power on the display or led. Root cause identified as defective battery. The battery was scrapped after the investigation. It was reported that there was no display when both batteries were used. The reported issue was confirmed. The most likely cause was traced to component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, there was no display when both batteries were used. There was no patient involvement.